Event description:
A peritoneal dialysis patient reported that the cycler pulled solution from the last bag, and the patient understood that it was supposed to pull from the solution bag. Technical support confirmed that the last bag was connected to the green clamp line. The patient also reported having been to the emergency room in order to be drained due to having the incorrect solution internally. The patient also reported that the cycler had made grinding/squeaking noises throughout treatment. The patient will use manuals to complete treatment. The cycler will be replaced.

Manufacturer narrative:
Clinical investigation: there is no documentation in the complaint file supporting a possible association between the liberty cycler and the alleged incorrect solution being instilled and the need to go to the ER to drain. Additional information related to the ER visit is needed to determine any potential causality. Should any additional information be made available this clinical investigation will be reevaluated.

Event description:
A peritoneal dialysis patient reported that the cycler pulled solution from the last bag, and the patient understood that it was supposed to pull from the solution bag. Technical support confirmed that the last bag was connected to the green clamp line. The patient also reported having been to the emergency room in order to be drained due to having the incorrect solution internally. The patient also reported that the cycler had made grinding/squeaking noises throughout treatment. The patient will use manuals to complete treatment. The cycler will be replaced.

Manufacturer narrative:
The actual device was returned to plant manufacturing for investigation. A simulated treatment was completed without any failures or problems occurring; the cycler operated as designed. The ¿last bag option¿ function operated as designed. A system air test leak passed. A valve actuation test passed. The load cell verification was within tolerance. The teach pumps test passed. The internal, visual inspection of the received cycler unit encountered no discrepancies. A device history review found no related problems to the reported complaints.

Event description:
A peritoneal dialysis patient reported that the cycler pulled solution from the last bag, and the patient understood that it was supposed to pull from the solution bag. Technical support confirmed that the last bag was connected to the green clamp line. The patient also reported having been to the emergency room in order to be drained due to having the incorrect solution internally. The patient also reported that the cycler had made grinding/squeaking noises throughout treatment. The patient will use manuals to complete treatment. The cycler will be replaced.